Event description:
Technician alleged foot end of stretcher will not brake.

Manufacturer narrative:
Technician found brake and brake/steer casters are damaged from wear. He replaced both casters; no pt on bed. No injuries reported.